Event description:
It was reported that the pt experienced increased spasticity; a contrast test revealed a hole in the catheter. The catheter was replaced. The catheter was not returned to the MFR and disposed of by the hospital

Manufacturer narrative:
.